Event description:
It was reported that a pt had a lead (0/2) and implantable neurostimulator (ins) revision due to an open circuit on the lead and fluid in the ins connector block. It was also noted that the readings of >4000 ohms were reported on some of the bipolar pairs. Initially revision was due to open circuit on a lead. The lead was replaced but the open circuit issue remained. Subsequently, both the ins and a second lead were replaced and the issue was resolved. Further information reported indicated that the pt outcome was good due to lead and ins replacement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the lead found no significant anomaly. The proximal end of the lead was ok, and there were setscrew marks in the correct location. The conductor coils were crushed. The outer insulation was intact and the distal end of the lead was ok. Continuity was acceptable and there were no shorts between circuits.